Manufacturer narrative:
Full patient identifier - case-(B)(6). The beckman coulter (bci) field service engineer (fse) was performing a pm (preventative maintenance) procedure on the customer's analyzer. There was no malfunction of the instrument which caused or led to the injury. In conclusion, the cause of the injury is unknown and unknowable at this time.

Event description:
Beckman coulter (bci) was notified that a field service engineer (fse) was injured while performing a pm (preventative maintenance) procedure on a customer's unicel dxi 600 access immunoassay analyzer serial number (B)(4). While kneeling and reaching into the instrument to replace a pcb (printed circuit board) behind the wash buffer drawer, the fse had to extend his reach and push his head/neck against the instrument. It was noted that the fse then experienced left wrist pain and numbness with pain radiating up the arm. Treatment for this injury at the time is unknown. Multiple attempt to collect this information have been unsuccessful. Communication with the fse revealed that a future neck surgery is pending in order to correct an injury to a disc within the fse's cervical spine that resulted in neurological damage. No further information regarding this surgery and/or the injury have been provided to date.